Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula obstruction causing low flow alarms could not be confirmed through this evaluation as no images, product, or log files were available for evaluation. A specific cause for the reported events could not be conclusively determined. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. No log files or images were provided for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had significant drops in flow with temporary returns to flow post-operative day 3. On (B)(6) 2025, the patient had sustained low flows and taken to the operating room (or) for chest exploration. Upon arrival to the or, the patient appeared hemodynamically stable with flows trending around 1 liter per minute (lpm) consistently. The patient was placed on cardiopulmonary bypass (cpb), and the left ventricular assist device (lvad) turned off for approximately 1 hour for surgical investigation. Upon investigation, mitraclip was seen in inflow cannula. Mitral clip and other debris were removed by the surgeon. The mitraclip was implanted pre-lvad. Surgical decision made to not replace pump.